Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD), the patient received inappropriate shock during a s inus tachycardia. The ICD detected the tachycardia as vtr through ventricular fibrillation (vf), due to the ICD programming, and in this area, as discriminator, only the wave pattern was acting. Review of the wave pattern, there appeared to be an offset between the recovered graphical deflections seen on the electrocardiogram and the interrogation display screen. The ICD remains in use. No further patient complications have been reported as a result of this event.